Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after completing a left leg angiogram via a 7fr destination sheath up and over, the sheath was removed and the angio-seal was deployed however, the device ended up intravascular. The suture was cut, and manual pressure was held. The patient had distal pulses. The estimated blood loss was less than 250cc's. No medical or surgical intervention was required. A dopplar was done for tibial pulses. The patient was in stable condition. The procedure was completed. Additional information was received on 28february2020: the doctor used a 6fr anhio-seal on 7fr arteriotomies. The patient was doing well. The doctor stated that it was just not a tight seal and the collagen is sub q and not intravascular. There was no injury to the patient. The doctor is scheduling the patient to have a ultrasound done.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube along with a partially opened poly foil pouch. The tamper tube, guidewire and kinked locator were returned as well. Visual inspection revealed that the carrier tube was found to be mated with the sheath and the deployment sleeve was in full rear lock position with color bands fully exposed. No outward damage was noted on the returned device. The overall condition of the device was consistent with the full deployment. The tamper tube was returned separately, and no anomalies were noted with it. Neither the collagen nor the anchor was returned. The distal end of the suture was examined under the microscope, and it was found a uniform cut. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event occurred due to the selection to use a 6fr angio-seal device on an access point that was larger than 6fr. However, the exact cause of the reported event cannot be determined based on the available information.